Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness symptoms including sensitivity and sensation issues, pain, rashes, fungus, eye issues, and memory issues. Health effect - clinical code (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 300cc mentor smooth round moderate profile on both sides and experienced generalized illness symptoms including sensitivity and sensation issues, pain, rashes, fungus, eye issues, and memory issues. As a result, the devices were explanted on (B)(6) 2022. The initial date of implant (B)(6) 2002 reported has been requested in the follow ups for clarification, no response has been received to date. The devices were not manufactured until december 2003, therefore the date of implant has been updated on this form per proper documentation for both sides from "(B)(6) 2002" to "(B)(6) 2004" same as the invoiced dates (when devices were sold) according to mentor device tracking for the serial numbers provided. If any additional information or clarification is received, supplemental report will be submitted.. This medwatch report is for the patient¿s left-sided device.